Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Imdrf impact code f2301 captures the additional device required to remove the broken guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded double pigtail stent was implanted in the distal common bile duct to treat a tight stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was difficult to deploy, and the guide catheter was broken. The broken guide catheter was removed from the patient using rat-tooth forceps. The stent remains implanted inside the patient. There were no patient complications reported as a result of this event.